Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the luer lock connector during treatment. The patient stated that they fluid had leaked onto their hand, and they found fluid in the pan after treatment. The patient was able to start over with new supplies and complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The luer lock connector was available to be sent to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. A visual inspection was performed and no issues were found. A dimensional inspection was performed, using a digital caliber, and passed with acceptable results. A simulated treatment was performed and completed successfully. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed during sample evaluation.